Event description:
It was reported that during a chronic total occlusion of the mid right coronary artery, an expired progress wire was used. There was no adverse patient sequela reported and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The hi-torque guide wire instructions for use says to reference the use by date specified on the package. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch report, additional information received from the study site reported that the device was opened, but not used in a patient; therefore, this event should not have been reported.

Manufacturer narrative:
(B)(4).